Event description:
Balloon bursts.

Manufacturer narrative:
This catheter as well as the other two catheter were all kept at the hospital over a few months time and then sent back all at once. Minimal information is available. Longitudinal balloon burst was confirmed. This is usually consistent with inflation above the rated burst pressure; however, the report states that it burst right at the rated burst pressure. The catheter is rated for 14atm. The device from the controlled inventory was tested for rated burst pressure. It burst at 20atm which is well above the labeled rated burst pressure. No conclusion can be drawn.